Manufacturer narrative:
Correction : the correct brand name is ba400 abutment 12mm, model no. Is 93336 and catalog no. Is 93336. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced infection at abutment site in (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 (specific dates not reported) and (B)(6) 2017. The patient was treated with oral antibiotics on all occasions and subsequently for the last episode of infection the patient underwent skin revision using silver nitrate during an abutment change. The implanted device remains.